Event description:
The clinician reports the implant was inserted (B)(6) 2013 in fdi 27. Details of surgery: primary stability not achieved. On (B)(6) 2020, loss of osseointegration was verified. Patient presented with bone type iii and previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: infection, mobility and abscess. No further patient complications were reported.